Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump error alarm and error 4 found in the pump history file. Unable to determine the root cause, problem isolated to the electronic assembly pcb 2. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple pump error alarms during basal. The customer¿s blood glucose level was 14.1 mmol/l at the time of incident. Customer was assisted with troubleshooting. Customer was able to clear the pump error alarms and able to complete rewind the insulin pump. The insulin pump will be returned for analysis.